Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation the nurse noted that the end of the device was turning the wrong way and was bent. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.

Manufacturer narrative:
Patient's exact age is unknown, however, the patientis over 18 years of age. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed